Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument could not be cycled. The device was disassembled to reveal components not properly assembled causing the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver resection procedure, there were problems loading or firing of the device. They then used another device to resolve the issue in order to complete the case. There was no patient injury.